Manufacturer narrative:
This serves as a correction report. (Common device name) was incorrectly documented in the initial MDR 30 day report.

Event description:
A nurse reported a customer¿s adc freestyle libre reader¿s battery would not charge and because of this he could not receive a reading. Caller further reported that on (B)(6) 2018 customer felt unwell and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival treated the customer with a ¿glucose perfusion¿ and transported customer to a hospital. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a customer¿s adc freestyle libre reader¿s battery would not charge and because of this he could not receive a reading. Caller further reported that on (B)(6) 2018 customer felt unwell and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival treated the customer with a ¿glucose perfusion¿ and transported customer to a hospital. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the reader serial number has been deemed to be invalid. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The manufacturer of the fs libre readers, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and fs libre reader, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A nurse reported a customer¿s adc freestyle libre reader¿s battery would not charge and because of this he could not receive a reading. Caller further reported that on january 21, 2018 customer felt unwell and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival treated the customer with a ¿glucose perfusion¿ and transported customer to a hospital. No additional information was provided. There was no report of death or permanent injury associated with this event.